Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and tested the fully charged iabp and it ran on battery power for 20 minutes and then shutdown. The stm replaced the batteries and observed a short rapid charge of the depleted battery from stock. The stm suspected the problem was with the power supply not charging the batteries correctly. The stm installed a new power supply and this corrected the charging issue. He test the iabp again and observed a short battery runtime so the batteries were replaced. This corrected the battery short runtime issue. The stm also replaced the worn top cover concealment. The iabp passed all functional and safety tests per factory specifications and was returned to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery issue during transport. The cs300 iabp was unplugged for inter hospital transport and the battery indicator dropped from full to low quickly and the iabp shut off. It was plugged back into the wall ac when transport was completed and therapy continued without issue. The iabp was swapped out and turned over to the facility's biomedical engineering department. No patient harm or adverse event was reported.